Event description:
In 2006 the lay user/pt contacted lifescan alleging that her one touch ultra meter would not power on. The med affairs apec spoke with the pt the following day to obtain/verify info. The pt reported that she had been unable to test two wks due to the power issue. She attempted to replace the battery; however, the meter would not power on. Due to the known power issue the pt stopped attempting to test her blood glucose level. She alleged to have passedout during the last week, first week, and second week. The first and the second incidents occurred during the night. The pt reported falling out of the bed and hurting her lower back. The pt's husband had contacted the paramedics on the two occasions. The paramedics had obtained results in the 30 mg/dl range and administered treatment to help pt regain consciousness. Following consciousness. The pt was treated with peanut butter and jelly sandwiches. The pt did not require further treatment. The third incident occurred when the pt had been working on her bed. She had passed out and regained consciousness on her own. She had managed to contact her husband at work and drink something sweet. Following the third incident the pt's husband decided to contact her physician. The physician ahd scheduled an appointment and ordered lab tests for her diabetes and thyroid. The physician advised the pt that ther thyroid was not functioning well and her blood glucose level tested "low". She was advised to stop taking her melform (3x/daily) entirely and cut down her 70/30 insulin from 65 units in the morning 75 units in the evening to 35 units and 30 units and 30 units, respectively.her medication was decreased due to her eating habits. She reported drinking coffee for breakfast, yogurt for lunch, and hardly a small cup of soup for dinner. The customer care advocate (ccr) verified that the pt was using the correct type of test strips, the battery was correctly installed, the battery was replaced less than 1 year ago, and the battery contacts were in good condition. The ccr walked the pt through pressing the power button and inserting a test strip all the way into the test strips port. The meter was replaced due to the unresolved power issue.